Event description:
Following a catheterization procedure, an angio-seal device was inserted into the pt's right leg. Four days post-procedure, on 09/13/99, the pt was admitted to another facility with severe cellulitis and staph sepsis. The pt was placed on vancomycin and kefzol. The pt has had surgical debridment of the site twice. The infection has spread into the artery. The pt had femoral artery bypass on 09/20/99. The pt was discharged the week of october 4, 1999 and is reportedly doing well. The physician is unsure if the angio-seal is the cause for the infection due to it being confined to soft tissue initially. The physician also reported that the pt's diabetes exacerbated his recovery.